Event description:
Reportedly, a patient presented with opacification at an unknown time after intraocular lenses were implanted in both eyes. Both iols were explanted. Additional information has been requested. This is report 1 of 2.

Manufacturer narrative:
Even though requested, the device was not returned for evaluation and additional information was not provided. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.